Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller clock being set to the default timestamp of 01jan2001 at 01:00:00 was confirmed. Review of the submitted log file revealed that the clock was set to 01jan2001 throughout the log file. The time was set to 01:00:00 for every event in the log file except for one, in which the timestamp was 01:00:01; however, the clock reset back to 01:00:00 after this event. The clock not set alarm was active throughout the log file due to the clock being at the default timestamp. The maintained a speed above the low-speed limit throughout the log file. Multiple attempts were made to obtain additional information (including if any product would be returned for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. B), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the clock not set alarm, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) (rev. B) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook (rev. C) section 10 and heartmate ii instructions for use (IFU) (rev. B) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review captured constant yellow wrench/ real time clock not set throughout the log and may indicate damage to the system controller's cable as it was unable to communicate with the the system monitor. Damage to the controller may lead to a controller exchange. Timestamp shows default date/time of (B)(6) 2001 at 01:00 throughout the log as well.